Event description:
Patient reported smoke while on freedom driver s/n (B)(6). After check by hospital staff, it was found that power adaptor is "defective" and the cause of the smoke. Power adaptors were switched out and problem resolved. Driver will not be returned for service/investigation as hospital staff are sure that driver was not the root of the problem and it is specifically the power adaptor.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom power adaptor s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found no abnormalities. Visual inspection of internal components found capacitor severely damaged/blown. Power adaptor failed functional testing for acceptance at incoming inspection for out of specification voltages. Although the smoke was not replicated during testing, evidence of the blown capacitor confirms that smoke was likely produced. Failure investigation for this complaint confirmed the reported issue during visual inspection of internal components. The customer complaint was not replicated; the root cause of the reported smoke was determined to be a blown capacitor in the power adaptor circuit board. Failure investigation identified no other test failures or damage that could have contributed to the event. This is an anomalous event where the root cause of the blown capacitor is unable to be identified. Power adaptor was switched to a backup without any reported adverse impact to patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient reported smoke while on freedom driver s/n (B)(6). After check by hospital staff, it was found that power adaptor is "defective" and the cause of the smoke. Power adaptors were switched out and problem resolved. Driver will not be returned for service/investigation as hospital staff are sure that driver was not the root of the problem and it is specifically the power adaptor.